Manufacturer narrative:
Investigation results: the complaint of a damaged catheter, which resulted in a leak, was confirmed and the cause appeared to be manufacturing related. One 18g nexiva IV catheter was provided for investigation. A breach was observed in the tubing near the catheter adapter. The material appeared to be sheared. The external surface of the adapter exhibited deformation at the tip, which was near the breach in the tubing. Misalignment during assembly, gripper misalignment or malfunction may have caused the IV catheter to be damaged during manufacturing. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd nexiva adapter split/leaked. The following information was provided by the initial reporter: we had a defective nexiva catheter today where the tube connects to the needle split and blood was squirting. 10 jul. Can you please explain briefly product damage. The IV catheter was leaking blood at the junction after the butterfly wings where the smaller extension tubing joins. There was no way to preserve the IV without leaking, so it was removed. Any adverse event or serious injury reported to patient or healthcare professional? Aside from having to remove the leaking IV and replace it with a new one, no, but patient was a difficult IV start and was unhappy about the issue.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.